Event description:
A report was received that the patient had swelling and warmth at the pocket site which extended laterally away from the midline. The physician believed the symptoms were procedure related. The patient was prescribed with additional antibiotics. The swelling had reportedly gone down.

Manufacturer narrative:
Additional information was received that the patient was prescribed with additional antibiotics as prophylaxis.

Event description:
A report was received that the patient had swelling and warmth at the pocket site which extended laterally away from the midline. The physician believed the symptoms were procedure related. The patient was prescribed with additional antibiotics. The swelling had reportedly gone down.